Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the low flow o2 test step during testing of the trilogy 100 device. The manufacturer's service technician evaluated and determined the removable grey foam was not installed correctly causing the test step to fail on the device. The manufacturer's service technician re-installed the removable grey foam to address the issue. Additional findings not related to the malfunction/issue was a gap between base and rear enclosure cases, damage to the base enclosure case, and cable clamp was missing on this device. The manufacturer's service technician replaced the device's base enclosure case and cable clamp to address these issues. After the repairs were made to the device, the manufacturer's service technician reperformed all tests on this device, and it passed all testing.